Event description:
The hospital reported a malfunction causing a leak greater than 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The non-ge patient circuit hose was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).